Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with hand scanner. The field service engineer replaced scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system scanner was disconnecting when user scan the medication and reconnecting without processing the medication. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.